Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain / worse during menstruation'), genital haemorrhage ('abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), twin pregnancy ('miscarriage (B)(6) 2017-twins') and abortion spontaneous ('stillbirth or miscarriage') in a 26-year-old female patient who had essure (batch no. A33570) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test? No" in (B)(6)2012 and device ineffective "stillbirth or miscarriage" in (B)(6)2017. The patient's medical history included pap smear abnormal, anemia, arthritis, anxiety disorder, rheumatic fever, upper respiratory infection, heart murmur, multiple cesarean sections, ovarian cystectomy, multigravida, parity 2, baby premature, caesarean section, miscarriage (miscarriage in spring 2007.), pelvic pain, depression, suprapubic pain and gallbladder disease. Patient had done home pregnancy test on (B)(6)2017. Previously administered products included for an unreported indication: adavan from 2008 to 2009, cymbalta from 2007 to 2009, ibuprofen from 2008 to 2009, lyrica from 2008 to 2009 and mirena. Concurrent conditions included fibromyalgia, post-traumatic stress disorder, menorrhagia, spotting vaginal, vaginal pain, abdominal cramps, mixed incontinence, stress, urinary incontinence, polycystic ovary, acid reflux (oesophageal), sinus congestion, chest pain, obesity and uterine dilation and curettage. Concomitant products included bupropion hydrochloride (wellbutrin), mometasone furoate (flonase), montelukast, naproxen and ranitidine hydrochloride (zantac). In (B)(6)2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain stabbing"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6)2012, the patient had essure inserted. In (B)(6)2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant) and was found to have a twin pregnancy (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, dyspareunia and back pain had resolved, the vaginal haemorrhage, menorrhagia, pregnancy with contraceptive device, twin pregnancy, abortion spontaneous and fatigue outcome was unknown and the migraine, headache and weight increased was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pregnancy with contraceptive device, twin pregnancy, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs. Trailing coils: left 2, right 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record:urinary tract infection, dysmenorrhea, dyspareunia, migraine, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: pfs and mr received: lot number was updated. Event: abnormal bleeding (vaginal, menorrhagia) were updated. Essure insertion date updated. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain / worse during menstruation'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('stillbirth or miscarriage') and twin pregnancy ('miscarriage 02jul 2017-twins') in a 26-year-old female patient who had essure (batch no. A99670-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test? No" in (B)(6) 2012 and device ineffective "stillbirth or miscarriage" in (B)(6) 2017. The patient's medical history included pap smear abnormal, anemia, arthritis, anxiety disorder, rheumatic fever, upper respiratory infection, heart murmur, multiple cesarean sections, ovarian cystectomy, multigravida, parity 2, baby premature, caesarean section, miscarriage (miscarriage in spring 2007.), pelvic pain, depression, suprapubic pain and gallbladder disease. Patient had done home pregnancy test on (B)(6) 2017. Previously administered products included for an unreported indication: adavan from 2008 to 2009, cymbalta from 2007 to 2009, ibuprofen from 2008 to 2009, lyrica from 2008 to 2009 and mirena. Concurrent conditions included fibromyalgia, post-traumatic stress disorder, menorrhagia, spotting vaginal, vaginal pain, abdominal cramps, mixed incontinence, stress, urinary incontinence, polycystic ovary, acid reflux (oesophageal), sinus congestion, chest pain, obesity and uterine dilation and curettage. Concomitant products included bupropion hydrochloride (wellbutrin), mometasone furoate (flonase), montelukast, naproxen and ranitidine hydrochloride (zantac). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain stabbing"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In may 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a twin pregnancy (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, dyspareunia and back pain had resolved, the pregnancy with contraceptive device, abortion spontaneous, twin pregnancy and fatigue outcome was unknown and the migraine, headache and weight increased was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pregnancy with contraceptive device, twin pregnancy and weight increased to be related to essure. The reporter commented: current weight 250 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record:urinary tract infection, dysmenorrhea, dyspareunia, migraine, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: no valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain / worse during menstruation'), genital haemorrhage ('abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia'), twin pregnancy ('miscarriage 02jul 2017-twins') and abortion spontaneous ('stillbirth or miscarriage') in a 26-year-old female patient who had essure (batch no. A99670- not valid, a33570) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test? No" in october 2012 and device ineffective "stillbirth or miscarriage" in (B)(6) 2017. The patient's medical history included pap smear abnormal, anemia, arthritis, anxiety disorder, rheumatic fever, upper respiratory infection, heart murmur, multiple cesarean sections, ovarian cystectomy, multigravida, parity 2, baby premature, caesarean section, miscarriage (miscarriage in spring 2007.), pelvic pain, depression, suprapubic pain and gallbladder disease. Patient had done home pregnancy test on (B)(6) 2017. Previously administered products included for an unreported indication: adavan from 2008 to 2009, cymbalta from 2007 to 2009, ibuprofen from 2008 to 2009, lyrica from 2008 to 2009 and mirena. Concurrent conditions included fibromyalgia, post-traumatic stress disorder, menorrhagia, spotting vaginal, vaginal pain, abdominal cramps, mixed incontinence, stress, urinary incontinence, polycystic ovary, acid reflux (oesophageal), sinus congestion, chest pain, obesity and uterine dilation and curettage. Concomitant products included bupropion hydrochloride (wellbutrin), mometasone furoate (flonase), montelukast, naproxen and ranitidine hydrochloride (zantac). In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain stabbing"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2017, the patient was found to have a pregnancy with contraceptive device ("pregnancy (stillbirth or miscarriage)"). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant) and was found to have a twin pregnancy (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, dyspareunia and back pain had resolved, the vaginal haemorrhage, menorrhagia, twin pregnancy, abortion spontaneous, pregnancy with contraceptive device and fatigue outcome was unknown and the migraine, headache and weight increased was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pregnancy with contraceptive device, twin pregnancy, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 250 lbs. Trailing coils: left 2, right 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record:urinary tract infection, dysmenorrhea, dyspareunia, migraine, genital bleeding. Lot number: a33570 manufacturing date: 2012-07 expiration date: 2015-07 lot number reported a99670 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jan-2020: quality-safety evaluation of product technical complaint. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this was provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdomen pain / worse during menstruation'), genital haemorrhage ('abnormal bleeding (general)'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)'), abortion spontaneous ('stillbirth or miscarriage') and twin pregnancy ('miscarriage (B)(6) 2017-twins') in a (B)(6) female patient who had essure (batch no. A99670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo an essure confirmation test? No" in (B)(6) 2012 and device ineffective "stillbirth or miscarriage" in (B)(6) 2017. The patient's medical history included pap smear abnormal, anemia, arthritis, anxiety disorder, rheumatic fever, upper respiratory infection, heart murmur, c-section, ovarian cystectomy, multigravida, parity 2, baby premature, caesarean section, miscarriage (miscarriage in spring 2007.), pelvic pain, depression, suprapubic pain and gallbladder disease. Patient had done home pregnancy test on (B)(6) 2017. Previously administered products included for an unreported indication: adavan from 2008 to 2009, cymbalta from 2007 to 2009, ibuprofen from 2008 to 2009, lyrica from 2008 to 2009 and mirena. Concurrent conditions included fibromyalgia, post-traumatic stress disorder, menorrhagia, spotting vaginal, vaginal pain, abdominal cramps, mixed incontinence, stress, urinary incontinence, polycystic ovary, acid reflux (oesophageal), sinus congestion, chest pain, obesity and uterine dilation and curettage. Concomitant products included bupropion hydrochloride (wellbutrin), mometasone furoate (flonase), montelukast, naproxen and ranitidine hydrochloride (zantac). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("lower back pain stabbing"), migraine ("migraines"), headache ("headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In may 2017, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a twin pregnancy (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, dyspareunia and back pain had resolved, the pregnancy with contraceptive device, abortion spontaneous, twin pregnancy and fatigue outcome was unknown and the migraine, headache and weight increased was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion spontaneous, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pregnancy with contraceptive device, twin pregnancy and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record:urinary tract infection, dysmenorrhea, dyspareunia, migraine, genital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs+mr received: lot no. Was added. Case become valid since injury nos was replaced by new specified. Events: genital bleeding, pregnancy (stillbirth or miscarriage), migraines, headaches, dysmenorrhea, dyspareunia, fatigue,weight gain, device monitoring procedure not performed, twin pregnancy, device ineffective. Concomitant conditions and drugs were added. Historical drugs were added. Event outcome and onset date were added. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.